Manufacturer narrative:
The technical support representative suggested that he check voltage on power supply/motor driver pcb to isolate hardware cause, which also involves turbine assy/main pcb. The biomed will call back if he needs further support. As of 05/04/2015 he has not called. A follow-up call will be placed. Should the customer report a continued problem an RMA will be issued and should the alleged faulty component be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
Inop condition the biomed called carefusion technical support indicating that during pre-use check the unit displays vent-inop/motor fault with continuous audible alarm present. Not on patient.